Manufacturer narrative:
Updated information: h6 med dev problem code changed from a04 to a24.

Manufacturer narrative:
Updated information: h6 impact code changed from f26 to f12.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock staged. The patient¿s comorbidities were unknown. The care team reported that the blue button on the sterile sleeve did not lock the impella catheter appropriately after the yellow pin was removed. Thrombus was noted at the hub of the low-profile sheath, and angiographic runoff was not completed because of clot presence. The patient survived to explant. The reported thrombosis may be influenced by factors such as underlying ami/cgs physiology, hemodynamic instability, anticoagulation status, and stasis or clot formation within the sheath. The product damage had no impact on the patient¿s hemodynamics.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information received that reported blue button on the sterile sleeve was not locking impella catheter appropriately after yellow pin had been removed.